Manufacturer narrative:
No medwatch form was received. (B)(6).

Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead will be monitored.